Manufacturer narrative:
The customer called olympus technical assistance support (tac) and reported that the monitor did not receive any power, noted the power switch on that monitor was toggled off. The customer toggled it back on and was confirmed by tac. The customer was able to confirm that the monitor was responsive by utilizing the menu keys. No further issues. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the high-definition liquid-crystal display (lcd) monitor did not receive any power during inspection for use. There were no reports of patient harm.